Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report 2032227-2015-35211 regarding this event. (B)(4).

Event description:
The customer's parent called and reported the customer received a blood glucose reading in the 400 mg/dl to 499 mg/dl range. The customer then experienced low blood glucose of 37 mg/dl. It was stated that this was possibly due to customer not washing hands prior to testing blood glucose, reading was incorrect, and insulin was administered when it was not needed. Troubleshooting was declined for high or low blood glucose. At the time of this report, customer's blood glucose was 132 mg/dl. The device will not be returning for analysis at this time.